Event description:
Literature: bhatia s, oh m, whiting t, quigley m, whiting d. Surgical complications of deep brain stimulation: a longitudinal single surgeon, single institution study. Stereotact funct neurosurg. 2008;86(6):367-372. Literature summary: this report analyzed the complications of a single surgeon at one institution over a 10-year period. A total of 191 pt received 330 electrodes implant. There were 59 complications in 53 of the 191 pt. Pt developed pneumonia after stage one of the procedure. See manufacturer report number: 2182207200901002.